Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the(B)(6)2011. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6)2011 and performed to specification up to the (B)(6)2013. On the (B)(6)2013 the device records two events of 10 minutes duration. The device performed all weekly auto self-tests from the (B)(6)2013 up to the (B)(6)2014. Between the (B)(6)2014 and the (B)(6)2014 the device records multiple manual power ons of 10 minute duration. The device performed all weekly auto self-tests from the (B)(6)2014 up to the (B)(6)2016. Between the (B)(6)2016 and the (B)(6)2016 the device records multiple manual power ons of 10 minutes duration. The device performed all subsequent weekly auto self-tests from the (B)(6)2016 to the (B)(6)2017 . The device records multiple manual power ons of 10 minutes duration from the (B)(6)2017 to the last log entry on the (B)(6)2017 . Multiple manual power ons of a random nature and of 10 minutes duration would suggest the device was switching itself on automatically. No further log entries were recorded. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. A ¿warning memory full¿ prompt was given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Upon further investigation it was found that the reported fault could be attributed to membrane failure, due to moisture ingress. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Device switching on automatically. Patient not involved.

Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
Device switching on automatically. Patient not involved.